Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right atrial lead exhibiting noise resulting in over-sensing and either episodes of inappropriate automatic mode switch, or noise reversion. Pacing impedance measurements were also noted to be low but in range. The lead was capped and replaced on (B)(6) 2020. The patient was discharged in stable in stable condition.